Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported on (B)(6) 2017, that the subject device was implanted in the patient. On (B)(6) 2017, the patient visited the hospital with her pacemaker pocket swollen. Since infection of the pocket was suspected, the whole pacing system was urgently explanted. As of this date, the cause of the swelling was not yet identified (e.g. Infection or any allergic reaction). A new pacing system is to be implanted once the wound of the pacemaker pocket is recovered.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4).

Event description:
It was reported on (B)(6) 2017, that the subject device was implanted in the patient. On (B)(6) 2017, the patient visited the hospital with her pacemaker pocket swollen. Since infection of the pocket was suspected, the whole pacing system was urgently explanted. As of this date, the cause of the swelling was not yet identified (e.g. Infection or any allergic reaction). A new pacing system is to be implanted once the wound of the pacemaker pocket is recovered.